Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm noted. Corroded motor assembly and missing end cap sticker noted during visual inspection. (B)(4).

Event description:
The customer reported via phone call that the act button was not responding and the other buttons have an intermittent response. She explained that she jumped into the lake with the insulin pump. Blood glucose value was 104 mg/dl. The customer stated that there is no fluid inside the lcd display and the button error was confirmed in the alarm history. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.